Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they inserted new batteries into insulin pump but it was not turning on. Customer stated that they already received the new battery cap but issue persisted. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Device received with corroded battery tube and cracked reservoir tube lip